Event description:
Rn reports pt was hospitalized on 12/8/97 for low drainage during peritoneal dialysis treatment on homechoice cycler. Pt was hospitalized from 12/8/97 to 12/10/97. Pt has stenosis of peritoneal membrane. Pt will be starting on hemodialysis on 12/10/97. A subclavian catheter was placed during hosp to be used for hemodialysis access. Pt will be seeing a cardiovascular surgeon for placement of an av fistula.